Manufacturer narrative:
The bone fracture reported was likely initiated from the positioning of the coracoid fixation pins during surgery, which led to an asymptomatic post-operative coracoid fracture. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Patient has an asymptomatic coracoid fracture.